Manufacturer narrative:
(B)(4). A medtronic service engineer reported the battery was down and the ventilator was working properly now.

Event description:
It was reported that during set up the ventilators integrated display was blank after powering on. There was no patient involvement.